Event description:
A dreamstation CPAP pro device was returned to a third party service center. During evaluation of the device, the investigator observed foam particles within the device assembly. The device presented an error code indicating an issue with the pca (printed circuit assembly). There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was scrapped.